Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0101918v, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. MRI was ordered for pre-op to make sure no issues. No acute abnormalities were found as a result of the MRI. It was unknown when the patient first experienced the device problem. A new lead placement/generator was planned. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported there was a problem with the device, so an MRI was ordered on august 15 to scan the brain. It was stated a deep brain stimulation (dbs) MRI protocol was requested, but the hcp wasn¿t sure what the physician was checking. They were ¿doing a brain with and without and were adding dbs scan.¿ no medical symptoms were reported. The patient was implanted for essential tremor and movement disorders.